Event description:
Pt was going to the bathrom with his wife assisting when his hands hit the pacing wires to the external pacemaker. The wires pulled out of the pacemaker causing the pt's heart rate to drop to approximately 30. The pt fainted. The pt's wife placed wires back into the external pacemaker and the pt woke up. The pacing leadwires were connected directly into the pacemaker connector pin receptacles rather than in conjunction with a model 5433 v pt cable whick locks into the pacemaker and locks the connecting pins. Biomedical engineering rec'd occurrence report 04/16/99.